Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. There was foreign material in the setscrew and grommet damage.

Event description:
It was reported during implant attempt, there was no ventricular pacing. It was determined that it was not related to the lead. Grommet surface damage observed. The device was not implanted. No patient complications have been reported as a result of this event.